Event description:
It was reported this right atrial (ra) lead exhibited high out of range pacing impedance measurements. It appeared the patient has chronic atrial fibrillation (af) and sensing was appropriate. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).